Event description:
On (B)(6) 2026, a patient underwent a catheter placement procedure using power hickman dual lumen catheter. It was reported that on (B)(6) 2026, the patient experienced no injury immediately prior to the event and was resting when she alerted nursing staff after noticing that the dressing felt wet and expressing concern that her hickman catheter may be leaking. The nurse flushed the catheter and observed an obvious leak beneath the dressing. While preparing to change the dressing for further assessment, removal of the existing dressing resulted in the external component of the hickman catheter coming away with the dressing. At that time, a suture was noted on the skin. However, the internal component of the catheter was not visible. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.